Manufacturer narrative:
It was reported, "safety issue, leakage, oxygen desaturation". According to the customer contact, "the customer let me know they have no additional information other than customer complaints". Customer contact stated "medline willk distribute these direct to the patient". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "safety issue, leakage, oxygen desaturation". According to the customer contact, "the customer let me know they have no additional information other than customer complaints". Customer contact stated "medline willk distribute these direct to the patient".